Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced the front case assembly due unresponsive keys on the keypad. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/16/2019 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the keypad.

Event description:
It was reported that the keypad was not working. Npi.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the keypad was not working. Npi.